Event description:
Information was received indicating that the alarm to a smiths medical pneupac¿ parapac plus frequently went off and was unable to be cancelled. After removal of the unit, one component was observed to may have been detached. There were no reported adverse patient effects.